Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the manual flush/drain valve was open. The customer confirmed an employee opened the manual flush/drain valve for the integral generator. The generator was pressurized and released steam which set off the fire alarm. It is unknown if any evacuations occurred. Page 31 of the operating instructions states, "warning - burn hazard: before daily flushing of the generator, generator must be at zero psig and cooled to room temperature." The technician was unable to identify any issue or malfunction with the sterilizer. The technician tested the unit and confirmed it to be operating according to specification. The technician spoke with the user facility about the proper procedure for daily cleaning/flushing of the unit.

Event description:
The user facility reported their sterilizer was leaking steam. No report of injuries.